Event description:
The intralase fl laser was used to create a corneal flap for lasik surgery. Post operatively the patient presented with diffuse lamellar keratitis (dlk) in one eye. The flap was lifted and rinsed and the patient's current bcva is 20/20. The physician reports the patient's prognosis is good.